Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 80% stenosis located in the distal right coronary artery (rca) extending to the proximal pda. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated using a 2x15mm compliant balloon. Resistance was encountered when advancing the device however excessive force was not used. It was reported that the stent failed to cross the lesion. The lesion was pre-dilated again using a 2.5x15 non compliant balloon however the stent failed to cross a second time. The anchor balloon technique was next used in the pl branch in order to pass the stent however it was not successful and the stent was noted to have become deformed with distorted stent struts. The stent was removed from the patient. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned correctly at the proximal marker band as per specifications. The stent was not positioned correctly at the distal marker band due to stretching of the mid to distal stent struts. Deformation was evident to the 1st to the 17th distal stent segments with struts stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.